Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited high pacing impedance, high capture threshold and intermittent capture. Programming changes were performed. The patient condition was stable.

Event description:
New information notes that right ventricle lead was capped and replaced on (B)(6) 2023. Patient was stable.